Manufacturer narrative:
Device evaluation: visual analysis of the photos identified yellow particles on the shell surface and an opening. Due to the impossibility to perform a further analysis during device analysis performed through photographs, it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.